Event description:
Medications involved: demerol/bupivicaine. IV epidural at 2:30 pm had 250u bag with rate set at 10u/hr. Pt went into respiratory arrest, 8:30pm. At time of arrest code, IV bag had at 50u fluid left.